Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through literature review that a patient with a 23mm edwards surgical valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The tavr procedure was performed with a 23mm non-edwards transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. The device history record (DHR) was not reviewed as the device serial number was not provided. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.